Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, force bipolar instrument was found to have broken conductor wire. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. There was no damage, and the customer noticed malfunction before starting cauterizing. There were no signs of thermal damage at site of breakage. There was no arcing observed, and no fragment fell into the patient. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and the complaint was not confirmed by failure analysis. Visual inspection-external, visual inspection-internal, manual articulation of inputs, and electrical continuity tests/ inspections were performed, and the complaint could not be reproduced. Electrical continuity test passed. The instrument was not fully functional; product issue was observed of broken grip cable. The instrument was found to have a broken grip cable at the distal end. Based on the investigation results, customer reported issues of broken conductor wire may be due to other factors unrelated to the product. The reported event was not confirmed as failure analysis found no broken conductor wire. The force bipolar was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed broken grip cable and the probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.